Manufacturer narrative:
Section b2: correction. "Required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate ii system controller was returned for analysis and a log file was downloaded for review. The approximate date and time that the events occurred at were unable to be properly interpreted due to the controller¿s internal clock being stuck at (B)(6) 2020 at 18:31:54 throughout the duration of the log file. The log file captured backup battery fault and yellow wrench alarms towards the end of the log file due to a backup battery load test failure while connected to either the power module or battery power. The backup battery fault alarms were active after the driveline was disconnected at the end of the log file. The driveline was disconnected for a system controller exchange. Pump operation was not affected while the driveline was connected to the system controller. There were no other notable alarms active in the log file. The system controller was connected to a mock loop and was able to support the system for an extended period of time without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. Additional information provided on (B)(6) 2021 stated that exchanging the controller resolved the alarms, log files were not available to be submitted, and there were no patient consequences associated with the reported event. The root cause for the backup battery fault alarms were unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 2 system controller was manufactured in accordance with manufacturing and quality assurance specifications prior to being shipped to the customer on 06dec2018. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii instruction for use (IFU) section 4 ¿system monitor¿ explains how to set the date and time on the system controller, including how to synchronize the date and time of the system controller with the system monitor. This sections also informs the user of how to view system controller event history, and how to use the system monitor to collect log files from the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and yellow wrench alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had 2 occasions of backup battery faults. The backkup battery was exchanged, but the alarms did not resolve. The system controller was exchanged. There were no adverse consequences. No additional information was provided.